Manufacturer narrative:
A follow-up evaluation on 08-nov-08 indicated that the patient had a sensation that her eye was puritic and that she had scratched the eye which resulted in the scleral hemorrhage. On that same day the patient was diagnosed with a deep vein thrombosis of the calf that had been treated with heparin and warfarin. A concurrent quantitative platelet court of 165,000/cmm was also reported. The ecp unit did not have any additional information regarding the patient. The app drug safety department was also contacted and informed of this occurrence. Therakos technical services were dispatched and did a check out of the instrument including conducting a mock therapy with water and determined that the instrument is performing to specification and volumes of fluid including anticoagulant are correctly delivered.

Event description:
The patient is a (B)(6) female with a previous history of a bone marrow transplantation procedure who developed chronic graft-versus-host disease approximately four months prior to the incident5 event. The patient has been receiving ecp since (B)(6) 2008 for the treatment of chronic gvhd. No recent medication changes had been made in the week prior to the incident ecp procedure. On (B)(6)2008, the patient received her usual ecp treatment without incident. The patient received a total of 4,860 u of heparin as part of the procedure, from a nurse-generated solution of 10,000 u in 500 cc of diluent volume at a 10:1 ratio. The supplier of the heparin was app (B)(4) (lot# 405646, expiration date: may 2010). The patient's ecp treatment ended at 11:30 hrs, was reported as uneventful and the patient was discharged to home. Later on in the day the ecp unit received a call from the patient's primary physician that she had bleeding in the eye and that a partial thromboplastin time drawn at 1357 hrs revealed a value of > 230 seconds. The location of the bleeding in the eye was scleral and was believed to be related to local trauma.